Event description:
The male pt underwent initial aaa repair in 2007. The pt received a zenith main body graft, four zenith iliac leg grafts and the procedure was conducted without reported incident. The pt underwent a secondary procedure in 2009, to repair a type 1b endoleak that had been viewed via repeat CT scan. The endoleak was observed to be filling the aaa sac. The physician repaired the leak with a zenith zt iliac leg graft by extending into the external iliac artery and covering the right hypogastric internal artery. There was no leak present on the final angiogram. The current status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Sizing requirements. At this time no definitive cause for the endoleak can be reported. We will continue to monitor for similar incidents.